Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported that the user had been receiving multiple "occlusion" alerts throughout the month, though it was unclear if these affected blood glucose (bg) levels. The user was not experiencing an active alert during the call. The agent advised the mother to call in when the alert occurs again to help identify the cause. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.